Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen for a pump had become dim and discolored. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of a serious injury associated with this complaint.

Manufacturer narrative:
The device has not been returned to animas at the time of this report. When the device is returned an evaluation will be performed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: during testing, the display screen was found to be discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the bumper pad to the case seal. The returned battery and cartridge caps were able to be fully secured to the pump and were used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.